Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 3/4 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at ...

Event description:
It was reported that during a pancreatectomy procedure, the device would not open. Another device was used to complete the procedure. No additional information was available regarding the incident. It was unknown if there was any patient consequence.